Event description:
The proximal portion of the catheter was returned to the MFR after a routine pump replacement procedure. The system was used to deliver morphine sulfate and clonidine. There was no pt injury and the pt recovered without sequela. It was noted on the return paperwork that the catheter looked black inside. The catheter underwent routine analysis.

Manufacturer narrative:
The proximal section of the catheter was returned in 3 pieces. The pieces of catheter were visually examined prior to bleach decontamination. No black material was evident. In the most proximal piece of the catheter some dark material was seen with a microscope inside the catheter, but it was very difficult to visualize. It was also noted during analysis that small pieces of the proximal catheter piece were torn away and had deposited inside the catheter (they were occluding the catheter intermittently). This was consistent with user handling.